Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump's date and time would not save in the pump. He said that after setting the date and time an hour later it would revert back to default date and time. There was no reported patient impact associated with this complaint.